Event description:
It was reported that during testing it was observed that the attachment device had " heat and noise". The device was not used in surgery. There was an identical spare device available. There were no reports od injuries or medical intervention. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.